Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 32, indicating a delivery motor communication error during sleep after a recent supply change, and the alert recurred after a restart, leading to a pump replacement; the user had synchronized data with the mobile app and was instructed on shutdown and backup therapy. Symptoms included hyperglycemia with a peak of 375 mg/dl over approximately 2.5 hours without ketone testing, loss of consciousness, or medical intervention. Outcomes included the use of subcutaneous insulin by pen for correction and no hospitalization. Investigation included review of device history via the app, guided restart, and assessment of post-restart alert recurrence. Investigation of this case revealed a malfunction consistent with a motor processor communication fault localized to the delivery motor subsystem, with the device replaced, data not transferred to the replacement, and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.